Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the terminal part of the 3-lead ECG cable was deteriorated due to malfunction of 3 leadset ECG grabber. The ECG cable model m1672a was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of 3 leadset ECG grabber. Further root cause analysis could not be determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that customer need the replacement of the terminal part of the ECG cable with 3 terminals as they are worn out. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.